Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use resolute onyx drug eluting stent to treat a lesion. The stent was inspected after removal from hoop with no known damage. The device failed to cross the intended lesion and upon removal of device from patient stent damage was noted. It is reported that the damage was caused by the calcific lesion. An attempt was made to cross the lesion with two different manufacturers stent, however, the procedure could only be completed by ballooning.

Manufacturer narrative:
Several attempts were made to cross the lesion with the resolute onyx stent. A guide liner was used for support. The damage to the stent was also caused by tight stenosis. The procedure was completed with a shorter onyx stent and not a balloon as previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.